Event description:
It was reported that a mitraclip procedure was being performed to treat mitral regurgitation (mr). During the procedure, it was found that the steerable guide catheter (sgc) was unable to curve. A second sgc was used to continue the procedure. However, after that the clip delivery system (cds) was unable to actuate both grippers. The physicians removed the cds to double check the grippers and they were still unable to function correctly. It was decided to abort the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported multiple gripper actuation issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported multiple gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.